Event description:
A pt who was treated on 2/4/97 in the glabella and vermilion borders. On approximately 2/25/97, the pt developed erythema, induration, and swelling at the glabella only. The pt initially reported the symptoms on 3/7/97. The physician instructed the pt to apply topical benadryl on 3/7/97 with mild improvement. On 3/17/97, bumpiness and redness at the glabella slightly improved, and motrin was prescribed. On 4/4/97, oral prednisone and topical cortisone were prescribed. The physician was not sure if the motrin and prednisone were effective. On 4/30/97, symptoms persisted. The physician believed the symptoms were product related and that the pt had developed a hypersensitivity.